Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a literature article (title: mesh shrinkage and pain in laparoscopic ventral hernia repair: a randomized clinical trial comparing suture versus tack mesh fixation) that patient underwent laparoscopic ventral hernia repair between april 2005 and january 2008 and suture was used. The primary outcome parameter of this study was mesh shrinkage; secondary outcome parameters included postoperative pain and surgical complications. For suture fixation nonabsorbable monofilament sutures were placed alternatively at 2-3cm intervals along the mesh margin. It is possible that the patient experienced recurrent hernia, nerve irritation, or post operative pain. It was reported that pain after mesh fixation with transfascial sutures is likely due to nerve irritation or entrapment and the relatively small distance between individual sutures used in the study. There was a significant reduction of pain between 6 weeks and 6 months postoperation which could be in response to desensitization of entrapped nerve fibers or in response to resolution of local inflammation. Treatment of the event was not reported. Additional information will be requested.